Event description:
It was reported that a message was received in the remote home monitoring system that the right atrial automatic threshold (raat) test was detected as greater than the programmed amplitude or suspended in this pacemaker due to low evoked response. Review of stored device data noted appropriate capture and appropriate threshold measurements were noted during a recent in-clinic follow up. Further review of stored device data noted this device exhibited oversensing of noise on the atrial channel resulting in inappropriate atrial tachy response (atr) mode switches. The noise was felt to be consistent with electromagnetic interference (emi). Further review was recommended to the physician. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.